Manufacturer narrative:
The device was returned to zoll medical (B)(4). During evaluation of the device to determine root cause, the technician observed extensive damage to the system board. The observed damage of components broken is typically a result of the device being tampered with. Root cause could not be firmly established due to the observed damage. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.